Event description:
Event description health care professional called to discuss a patient with an implantable cardioverter defibrillator (ICD) and a transvenous defibrillation lead which appears to be experiencing a rise in shocking impedance. Further clinical information has been requested.